Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system and right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. All impedances showed a rise in measurements as well, suggestive of a systemic cause. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.